Manufacturer narrative:
Corrected data: report source (the report source that was initially reported was incorrect.)

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their external devices could no longer communicate with the ipg due to it being inoperable. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.